Event description:
A report was received that the patient was experiencing discomfort at the pocket site. It was noted that the ipg appeared to be causing pressure on the surrounding tissues. The patient reported that discomfort was reduced with the lidocaine injections and patches that the physician had prescribed.